Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified multiple dust-like particles inside the packaging and on the product - not within the acceptance criteria in 8.400 packaging materials inspection. The reported event could not be confirmed as the product packaging was returned opened. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. G2, country event occurred in: thailand. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery that it was observed that the unit had white dust stains attached to the product. There was an approximate 10 minute delay, however, there were no harm to patient or operator and the procedure was completed using another device. Due diligence is complete. No additional information is available. After evaluation of the returned product, it was observed through visual examination that multiple dust-like particles was inside the packaging and on the product. No adverse event reported.